Manufacturer narrative:
Please note add'l device related to this event: tgt3415/8876354. A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The gore tag thoracic instructions for use IFU states: "the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta)". Additionally, the IFU states under potential device or procedure related adverse events: complications associated with the use of the gore tag thoracis endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
(B)(6), 2011, the pt underwent treatment for a distal arch, thoracic aortic aneurysm. Prior to implant, bypass surgery was performed, and debranching from the right subclavian artery to left subclavian artery was performed. Two gore tag thoracic endoprosthesis were implanted with intentional coverage of the left subclavian artery and left vertebral artery (va). The procedure concluded with coil embolization of the left subclavian artery. Final angiogram indicated no endoleak. Later this same day, the pt presented with incomplete paralysis of the left limb. Magnetic resonance imaging (MRI) was performed which revealed a decreased flow to the left va. The pt was administered heparin and low molecular weight dextran. The physician identified no cause for the paralysis.